Event description:
The external pulse generator was returned for service as a result of being dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment of a damaged liquid crystal display (lcd) but did confirm that the upper and lower cases were broken and they were therefore replaced. Analysis did find that the lcd lens was cracked, the battery release was contaminated, the ring cover and both bail covers were missing, the battery contacts were compressed, the ring and both bails were missing and the keyboard was damaged. (B)(4).